Event description:
It was reported to philips that the system was stuck at 0:00 during boot, suspected flexvision pc or mediawall issue on an allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Information on the reported issue was provided to the customer. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).